Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device must be updated prior to medical procedure. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "froze during use, today to do software update. Contacted 1 hour later as it had frozen" could not be confirmed. However, there are several defects and irregularities determined which are all independent from the reported issue. Based on the information provided by the customer, it is most likely software behavior appearing after a software update. When the unit is switched on the first time after update, a failure message "download to link 1 for image1 connect failed. Send in for maintenance" appears. This could led the customer to think the unit is not working correctly. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. This event is filed under internal complaint ID (B)(4).